Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, cracked keypad overlay at select button and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the battery compartment was cracked and connection with reservoir compartment has been broken and ring is missing. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.